Manufacturer narrative:
Please note that the event date of coronary artery restenosis is unknown to date and thus left has been left blank. The report received from the medical affairs indicated that a patient experienced coronary artery restenosis. The patient's medical history is significant for coronary artery disease. The patient had two coronary stents and didn't know when the first one was implanted. The patient has one stent card which was a cordis cypher stent card with implant date of (B)(6) 2007. The patient stated that this card had the number two (2) and a question mark on it. The patient again claimed to have had two (2) stents. Consumer could not clarify whether both stents were placed at the same time or experienced an unknown event requiring a second stent. Additional information was denied by the consumer. The study stent remain implanted thus unavailable for analysis. There is no lot number provided for this product device thus DHR could not be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors.

Event description:
The report received from the medical affairs indicated that a patient experienced coronary artery restenosis. The patient had two coronary stents and didn't know when the first one was implanted. The patient has one stent card which was a cordis cypher stent card with implant date of (B)(6) 2007. The patient stated that this card had the number two (2) and a question mark on it. The patient again claimed to have had two (2) stents. Consumer could not clarify whether both stents were placed at the same time or experienced an unknown event requiring a second stent. Additional information was denied by the consumer. The study stent remain implanted thus unavailable for analysis.